Event description:
Patient consented for urethral transvaginal sling (altis). During procedure the sling broke inside the patient. We opened another sling and completed the procedure. One piece of broken suture was left in patient. This component is dissolvable and is usually left in the patient to secure the sling.